Event description:
Heart palpitation, body aches, loss of hair, rashes, headache, chest pain, vision, teeth decay, kidney and frequent uti, metalic taste in mouth, weight gain, fatigue, night sweats, reflux and more.